Event description:
It was reported that during use of the device for an extracorporeal membrane oxygenation (emco) procedure, the hematocrit and venous oxygen values were inaccurate even after in-vivo recalibration. As a result, an alternate device was employed, the surgical procedure was completed successfully, there was minimal delay, and no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet complete.